Manufacturer narrative:
As the device was not returned, it was unable to be inspected. As the lot number was not provided, production records were not able to be reviewed for inconsistencies. Due to the lack of information, no additional investigation actions were able to be completed, and the root cause of this nonconformance was unable to be determined. This has been logged for trending purposes.

Event description:
It was reported that during a post-op imaging check up, it was found that a set screw had migrated out of the head of the pedicle screw. A revision surgery was scheduled and performed to remove the device, but it was discarded after removal.